Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: one (1) device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional clear passage and pressure testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a chemotherapy spill during use of two (2) one-link needle-free IV connectors. This was found during patient infusion. The nurse further indicated that the components within the connectors, that if not properly in place, could have become dysfunctional and damage the non-baxter connector resulting in a leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.